Manufacturer narrative:
The device was not returned for evaluation. The reported patient effects of thrombosis and death are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the diffusely diseased left main (lm) and proximal left anterior descending (plad) coronary arteries. The 2.75x18 mm xience xpedition stent was implanted from the short left main to proximal lad and flow was optimized. Post-dilatation was attempted; however the balloon catheter was not going freely. After some time, due to patient condition and thin vessel anatomy, thrombus occluded the lm and resulted in no flow. The patient experienced cardiac arrest and medications were given as well as cardiac massage, defibrillator and intubation. However, there was no response and the patient expired on the table. No additional information was provided.